Event description:
Information was received from a consumer regarding a patient receiving clonidine, sufentanil, and fentanyl via an implanted pump. The indication for pump use was non-malignant pain. The patient called wondering if they could use an older model 8835 ptm (personal therapy manager) instead of the new handset/communicator because they were cumbersome and they had had difficulties using them. The patient stated they had to charge the equipment about twice a day then stated at least twice a day due to the batteries not lasting 12 hours. The patient stated that they had also seen service code 353 (exit application) and ¿I think 356 (communication error ¿ resync) - or something-56 - communicator is not working, please wait or restart, so I wait, and nothing happens, so I restart, do it again, the error message comes up, so I hit wait, and the message goes away, and then it says you can't do it, no communication - the old one took 30 seconds for a bolus, but now, I have to unzip my trousers and have to put it inside there and it's embarrassing.¿ the patient stated it took them 4-5 minutes to connect then later stated it took them 5-6 minutes to connect. Per the patient, they gave themselves a bolus daily before going to bed ¿so it hits me at 3am or so, so I get 2-3 hours of sleep before the pain hits, then I charge it, the rest of the morning.¿ the patient also stated they had to leave the myptm app open after each use or they would have difficulties using it the next time. The agent assisted the patient in restarting the myptm app, and after seeing ¿no device found,¿ the patient stated, ¿here we go again,¿ followed by increasing aggression and swearing. The patient confirmed both devices were charged and unplugged prior to using them. The patient stated, ¿the bulge where the pump is - I can feel that - it's at 90% and I have to wait a good minute before it does anything and having to hold this for a full minute or better is what gets to me.¿ the patient then saw a ¿red screen with a bar on the top and the bottom that said something about the communicator,¿ but stated they accidentally clicked it away before taking down the service code. The patient then eventually connected and read ¿17 boluses left,¿ but stated they use boluses minimally and ¿I put up with the pain until it really frequently hurts - it takes 10 minutes to stop and here we go again.¿ the agent consulted with technical services who reviewed an in person check of the implant versus external equipment considerations. The agent reviewed the information with the patient who thenstated, ¿the swelling has gone down¿ and stated, ¿they lowered it [the pump] down on my body - at least 3 inches maybe 4 down toward my groin area.¿ the agent agreed to replace the external equipment as part of troubleshooting, but the patient understood that it may not resolve the issue. The patient was going to charge the new equipment, make an appointment with their doctor, and bring thenew equipment with them. A replacement communicator and handset with compatible wallet case were requested from the repair department. No patient injury reported.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: 2024-02-28 explanted: product type catheter product ID a820 lot# serial# unknown implanted: explanted: product type software product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory product ID hh9020tdd lot# serial# (B)(6) implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#:. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.